Event description:
It was reported that the patient experienced inadequate stimulation and difficulty charging the ipg. It was also reported that the patient was having discomfort at ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: (B)(4).